Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device was damaged while explanting it, "it was intact before in patient's body". The device has been explanted. It has been determined the event of rupture is minor in severity and is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, non-penetrating nick and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "waterfall syndrome, capsular contracture baker grade iii". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b1, b5, h6. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported rupture.